Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that blood glucose levels rose to 400 mg/dl while wearing the pod on the left abdomen. The patient reported that the cannula did not insert into the skin during pod activation, as the insertion pinch was not felt. Upon pod removal, the cannula was visible and described as bent to one side.

Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula, the cause of which could not be determined. Inspection of the soft cannula did not find it to be bent or kinked. A tear in the exposed portion of the soft cannula was observed on the right side, where it was observed to have caused a leak. The tear was measured to start 0.7265 inches and end 0.7715 inches from the nail head. The tear is related to the referenced CAPA, however this observed damage did not contribute to the reported events.